Event description:
The customer reported that the device ac power module was not charging and requested replacement. The device was in use on a patient and there was no adverse event to patient or user.